Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated they were getting a return of symptoms when they saw that the external device was off. Agent reviewed with the caller that if the external device is off, this should not effect the implant. Caller then stated that, when trying to check their implant, they were getting device is not responding on the handset. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through the steps to connect handset/communicator/implant and confirmed communication was successful and caller was able to increase stimulation. Caller stated they still had their bandages over implant site. Agent reviewed this could have been related to the communication difficulty. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their doctor if the issue persists. Additional information was received from the patient. The patient called back to report that they kept adjusting their stimulation and they were still having leakage and they were experiencing a lot of pain from adjusting. Patient services reviewed therapy expectations and stimulation considerations with the patient, explaining the patient should never have pain from the stimulation level. Patient services asked the patient if they'd spoken with their managing health care provider (hcp) about their symptom concerns and the patient stated they hadn't and that they thought they needed to call [manufacturer]. Patient services reviewed the role of patient services and the hcp with the patient. Patient services asked the patient if they'd ever changed a different program and the patient stated that they were on the same program they had been on since implant but then stated they had previously changed to a different program and they got a urinary tract infection. Patient services also reviewed device description/function and programming considerations with the patient. The patient decided to switch to a new program and increased to a level that was comfortable. The patient was going to monitor their symptoms now that a change had been made. The patient did not confirm if they would follow up with their hcp or not. Additional medical information reported was that the patient currently had laryngitis now.

Event description:
Additional information was received from the patient. They stated that the implanted device did not cause or contribute to the uti. They were implanted for urge incontinence and urgency frequency. They confirmed having uti's prior to implant. The uti was not related to the patient's underlying condition.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.